Event description:
It was reported that during a va thoracotomy procedure, the reload would not go into the stapler, it bent and fell apart. Procedure completed with same/like device. There was a four minute delay in the case. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: batch # m5212d. The analysis results showed that one ecr45g cartridge reload was returned damaged with 8 drivers missing and 1 out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to become out of position, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.